Event description:
Related manufacturer report number: 2017865-2022-39815. During an in clinic follow up, noise resulting in oversensing and low pacing impedance was noted on the right ventricular (rv) and right atrial (ra) leads. Lead insulation damage was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.